Event description:
Patient admitted with diabetic ketoacidosis. Package intact. Stringing IV fluids. Tubing had a large slit in it. Tubing & packaging saved for management. Manufacturer response for IV tubing, clearlink system, continu-flo solution set (per site reporter).